Event description:
It was reported that there was metallosis at juncture of modular neck connected to the hip stem.

Manufacturer narrative:
An event regarding metallosis involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. No further investigation is required.

Event description:
It was reported that there was metallosis at juncture of modular neck connected to the hip stem.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate neck an evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.